Manufacturer narrative:
(B)(4). Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.

Manufacturer narrative:
No conclusion code available. The device was interrogated which revealed that the device was above eri when received. A longevity calculation was performed and revealed the battery depletion was normal based on the device usage. The device functionality was bench tested and revealed damage to the high voltage output circuit. An arc was observed on the ICD can. It is believed that during high voltage therapy delivery, the lead arced to the can and caused damage to the device¿s high voltage output circuit. The device¿s associated lead was replaced.